Event description:
The lay user/pt contacted lifescan (lfs) alleging that the meter had been displaying low readings and that the meter had been continually displaying an error message; however, he does not recall the error message he reeived. The medical affairs specialist (mas) mailed a letter in 2005, since the pt could not be reached by telephone for further clarification. The pt tested and received a 169 mg/dl. Two hours later, he blacked out and the paramedic's took him to the hosp where his blood glucose was 700 mg/dl. The pt was on an "insulin drop (regular) ". No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, the readings the day of the incident and how much diabetes medication he took, the initial reading when the paramedic's arrived and the pt's diagnosis in the hosp. It would have also been helpful if he recalled the error message he received on his meter. The pt was unable/unwilling to troubleshoot with the customer care agent (cca). The test strips were not expired and the strip vial was not cracked/broken. Cca sent the pt a expired and the strip vial was not cracked/broken. Cca sent the pt a replacement meter.